Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 840 ventilator safety valve was closed when it was expected to be open. There was no patient connected to the ventilator at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.